Event description:
It was reported that a file separated in the canal during a procedure. Multiple unsuccessful attempts were made to obtain information pertaining to outcome of the event.

Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (through inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was returned, evaluated for mechanical properties, and found to be in specification.